Event description:
Complainant alleged that during functional testing, the device continuously prompted an "install batteries" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint in still under investigation.